Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -8.0% below the desired amount. The specification limit for this pump is +/-5%. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigation under CAPA.

Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.